Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the small gap observed between the plunger and plunger stopper is perfectly normal and the device looks to meet specifications. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to plunger stopper separation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that bd preset¿ arterial blood collection syringe had a deformed stopper. The following information was provided by the initial reporter: "when opening the package, it found that 1 ea abg's stopper was separated with plunger."

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd preset¿ arterial blood collection syringe had a deformed stopper. The following information was provided by the initial reporter: "when opening the package, it found that 1 ea abg's stopper was separated with plunger."